Event description:
This report is to advise of an event noted during analysis which revealed exposed wires.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Investigation revealed that optical fibers 1 and 2 were fractured at the location of the bend in the distal shaft, consistent with the detected optical signal loss and the reported issue. In addition, the catheter did not meet specifications during a shaft leak test due to damage to the shaft material at the location of the aforementioned bend. No fluid ingress into the shaft was noted between electrodes 1 and 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend in the shaft and exposed wires remain unknown.